Event description:
Information was received from a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving a dose of 41.02mcg/day at an unknown concentration of clonidine and a dose of 4.102mg/day at an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump should be alarming due to low reservoir as of (B)(6) 2016 and his personal therapy manager (ptm) programmer shows a date of (B)(6) 2016 but is not alarming. The ptm showed no active alarms. It was suggested that the pump be interrogated by a healthcare professional (hcp) to determine current volume as a troubleshooting/intervention. No symptoms were reported. The patient had his pump filled by a hcp on (B)(6) 2016 and the hcp expressed concern about the 2.5ml extracted from the pump. It was reported that the pump was twisted and the refills were done with fluoroscopy. The hcp declined to revise the pump and chose to continue to refill under fluoroscopy. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.